Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown therefore the device history record could not be reviewed. The instructions for use were found adequate and state the following: "single patient use only. Do not reuse. Do not resterilize. For urological use only. Visually inspect the product for any imperfections or surface deterioration prior to use."

Event description:
It was reported that the tip of the connection site of the foley catheter fell off after the balloon was inflated. Per additional information received via email on 30 january 2019 from an ibc representative, the tip/hub connector on the foley fell off. The tip was broken off.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the tip of the connection site of the foley catheter fell off after the balloon was inflated. Additional information was received via email on 17jan2019, from the international business center representative, that the user was unable to confirm "tip of connection site of foley".